Manufacturer narrative:
The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. Neither the reported patient symptoms or device performance allegation can be confirmed. Based on the information available, a conclusion code of no problem detected was assigned to this investigation.

Event description:
It was reported that the patient underwent a previous inflatable penile prosthesis (ipp) explant surgery due to urethral perforation and infection. The date of symptom onset could not be provided and there were no allegations of malfunction against the device. Some time later, a reimplant surgery was performed in which a new tactra device was implanted. The patient did not suffer any further complications and fully recovered with the device.